Event description:
On (B)(6) 2016, a (B)(6) year old female patient was undergoing a frameless stereotactic craniotomy for tumor. The a3059 mayfield skull clamp was being used. The complaint reported states that on one side the screw would not go in. It was creating metal shavings and was getting jammed. The patient was positioned supine and not repositioned. Stealth guidance was also being used and 60 pounds of pressure was applied. The double pin holder shifted about 45-50 minutes after skull clamp was applied at the time that the side cutting burr was applied to the skull which applied a moderate pressure on the skull in the direction of the patient's feet. The navigation was noted to be off. The scalp was not lacerated the way it would be if the patient had slipped in the pins. There was no patient injury reported and no revision or medical intervention was required. Additional information was requested.

Manufacturer narrative:
Additional information was received on 11 jul 2016: clarification of the statement: "the scalp was not lacerated the way it would be if the patient had slipped in the pins" was provided as "there was potential for harm to the patient as the stealth navigation was inaccurate as soon as the pin holder shifted." A1072 mayfield adult reusable skull pins were being used. After the incident, the medical team attempted re-registration of the system but it was not entirely successful. There was no delay in surgery since the surgery was underway; however, the procedure may have taken a little longer without the accurate navigation. The patient had no adverse outcome and no complications were noted in the operative dictation.

Manufacturer narrative:
Integra has completed their internal investigation on 08 aug 2016. The investigation included: methods: -evaluation of actual device -review of device history records -review of complaint history. Results: evaluation of device: engineering was able to partially confirm the customer complaint. These are the observations: first, both skull clamp units received the starburst gage, 3023-c, on both sides. There were not any metal shavings observed. The customer did not send in the swivel adaptor, ¿screw¿, involved when the incident occurred. Second, the unit was examined and the locking knob would not lock at certain angles (positional lockout). Device history record reviewed for this product ID for both devices sent in show that these devices were manufactured under the same work order (B)(4) lot code 164. Also this review show that these devices were manufactured on 22-apr-2016 with no abnormalities related to the reported failure. These devices passed all required inspection points with no associated mrr¿s, variances or rework. No service history is on file for either device. A two year lookback in trackwise for this reported failure and or related to "will not accept a mayfield screw. It produces metal shavings. The other side will receive the screw. " for this product ID shows that no additional complaints were received. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: engineering was able to partially confirm the customer complaints on the two skull clamps. The complaint on the starburst not receiving the swivel adaptor was not verified, however, it may have been contributed to cross-threading. The customer did not send in the swivel adaptor involved in the incident. The toggling or knob lockout may attribute to head movement in a rotational fashion while the patient is in the skull clamp.